Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 500 mg/dl. The pump supplies were changed and boluses were delivered to address bg. Bg remained high. Customer was hospitalized for diabetic ketoacidosis and treated with insulin drip. Customer was discharged on (B)(6) 2018. Pump supplies were changed and pump therapy was resumed. Cause of occlusion could not be determined as pump supplies had been changed.